Event description:
Ventilator was in use on a patient when it suddenly and spontaneously shut itself down, which required the patient to be manually bagged until a replacement ventilator could be attached to the patient. The ventilator display an error message "cockpit restarted". Upon inspection it was found that the ventilator had a defective screen, which had to be sent to the manufacturer.

Event description:
Ventilator was in use on a patient when it suddenly and spontaneously shut itself down, which required the patient to be manually bagged until a replacement ventilator could be attached to the patient. The ventilator display an error message "cockpit restarted". Upon inspection it was found that the ventilator had a defective screen, which had to be sent to the manufacturer.